Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to a " kinked lumen¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "5cc balloon: use 10ml sterile water. Visually inspect the product for any imperfections or surface deterioration prior to use. This would help to prevent the use of a defective catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that "the balloon did not work properly, like there was a blockage" and it would not accept the water from the syringe.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that "the balloon did not work properly, like there was a blockage" and it would not accept the water from the syringe.